Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. In an update it was reported the patient underwent successful replacement of their ipg on (B)(6) 2024. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable and could not communicate with external devices following an rf procedure and cervical fusion. It is uncertain whether device was placed into surgery mode prior to procedure. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.